Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during angioplasty in the right common femoral vein, the pta balloon allegedly ruptured at 8atm. It was further reported that upon balloon rupture a segment of the balloon detached and remained in the patient. Reportedly, the heath care provider (hcp) attempted to retrieve the detached segment using a snare device but was unsuccessful. The hcp then attempted to push out the detached segment with a 11fr sheath but was also unsuccessful. The hcp decided to perform a cutdown at the popliteal to remove the balloon segment successfully. The patient was then sutured and was reported as asymptomatic post procedure.